Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) device was removed due to elective replacement indicator (eri) after 40.4 months in service. Analysis at boston scientific's reliability assurance laboratory indicates the device did not meet longevity expectations. There was no report of adverse patient effects.